Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit could not be turned on. The patient was not under sedation, there was no delay, and the procedure was completed with a similar device. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device cannot be turned on occurred due to failure of the printed-circuit board to serve as a hub. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.